Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: a patient who had lung cancer had the endotracheal tube in place. The ventilator alarmed after the tube was in place for 5 days. The balloon breakage was discovered when the doctor checked the tube. The tube was removed and another tube was used. No patient injury reported.